Manufacturer narrative:
(B)(4). The device was returned to baxter and is currently awaiting evaluation. A follow-up report will be filed upon completion of the evaluation or if any additional details become available.

Event description:
The facility reported a colleague infusion pump with failure code 550:320:654:0000 . This condition had the potential to interrupt delivery. The event was reported to have occurred upon power up. According to the hospital representative, there was no patient involvement. No patient injury or medical intervention had been reported related to the device. The user interface module software version of this device is currently unknown. No additional information is available.

Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of a colleague infusion pump with failure code 550:320:654:0000 was confirmed during product evaluation. The root cause of the reported problem was determined to be faulty printed circuit board. Appropriate action was taken to correct the reported problem by replacing the printed circuit board and main speakers. Baxter will continue to monitor similar reports to determine if further actions are required. A service history review revealed no previous service events were related to the reported condition. This is involving a pump with software version 6.13.90 which is categorized as a colleague 2006.